Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump had a minor scratched liquid crystal display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.